Event description:
It was reported that at a routine follow-up, this device was found to be in safety mode. The physician will perform a replacement procedure to resolve the event. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.

Event description:
It was reported that at a routine follow-up, this device was found to be in safety mode. The physician elected to explant and replace the device to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that at a routine follow-up, this device was found to be in safety mode. The physician elected to explant and replace the device to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.